Event description:
Reported events of "xen®45 gts was implanted in unknown eye and found to be bent/curved but functioning. Pod15, iop was 18 mmhg without medication. Pom3, the stent migrated outside the anterior chamber and a thin layer of iris tissue was noted overlying the inner stent lumen. Resulting increased iop was treated with several medications. Patient later underwent cataract surgery. Poy2, pigment in stent with no filtration and iop of 21 mmhg on simbrinza®, lumigan®, and betoptic®. The stent had migrated out of the ac with no connect to aqueous humor. Ocular massage was performed to push the stent back into the ac. Needling was performed to straightened the stent and the distal end of the stent was amputated to restore normal bleb function. One week later, iop was 12 mmhg and remained stable for a year. Poy3, stent migrated again towards the sclera and surgical treatment was required." Were noted in the article: "four-year outcome of xen 45 gel stent implantation in a swedish population." Clinical ophthalmology (auckland, n.z.) Vol. 17 1897-1910. This is the same article reported under MDR report # 3011299751-2023-00114 (abbvie complaint #(B)(4)). This MDR is being submitted for the case presentation.

Manufacturer narrative:
Continued h.6. Health effect - impact codes: f15. Article citation: busch t, skiljic d, rudolph t, bergström a, zetterberg m. Four-year outcome of xen 45 gel stent implantation in a swedish population. Clinical ophthalmology, 2023 jul 3, volume 17, 1897¿1910. Https://doi.org/10.2147/opth.s412400. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.